Event description:
Philips received a complaint on the v200 ventilator, indicating that the unit has no philips sticker, vendor sticker should still be in place. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
A philips field service engineer (fse) reported the philips preventative maintenance (pm) sticker was missing. It is unknown how it became dislodged. The unit remained operational. The sticker was replaced by a 3rd party vendor during the next pm visit.